Event description:
It was reported to philips that the image processing pc (ip-pc) had a ram module failure, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in use. A philips field service engineer (fse) inspected the system on-site and replaced the random access memory (ram) module in the image processing computer. After the replacement, the system was returned to use in good working order and ready for clinical use. It has been confirmed that no hard disk malfunction occurred, and therefore the disk was not replaced. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that the user routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.